Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site expressed issues with charging of the system. The system x-ray batteries were flat and neither m and x battery charging worked. There was no patient present.

Manufacturer narrative:
The pcba battery charger 1 was returned to the manufacturer for analysis. Analysis found that the part passed all testing successfully. No failure was found with the part. The pcba battery charger 2 was returned to the manufacturer for analysis. Analysis found that the part passed all testing successfully. No failure was found with the part. The 8 pack battery kit was returned to the manufacturer for analysis. Analysis found that the batteries passed testing successfully. No failure was found. The 6 pack battery kit was returned to the manufacturer for analysis. Analysis found that the batteries passed testing successfully. No failure was found. The pcba motion battery charger was returned to the manufacturer for analysis. Analysis found visual inspection to confirm leaky caps. The reported issue was unable to be duplicated in testing. All other functions were successful and all testing passed. Analysis found the issue was due to wear and/or fatigue stress of the component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed. They found a loose connection between the power factor controller (pfc) board and a loose connection between the power switching board. The battery voltage was tested and found all voltage within limit. The charger voltage tested and found within limits. The x-ray battery and motion battery were charging normally, no error found during charging. Battery voltage tested during 3d spin and found normal. No further errors found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site expressed issues with charging of the system. The system x-ray batteries are flat and neither m and x battery charging worked. There was no patient present.